Manufacturer narrative:
The investigation determined that higher than expected crea results were obtained from a patient sample processed using a vitros 5600 chemistry system. The assignable cause of this event is unknown. There is no indication of a reagent issue. Pre-analytical sample processing could not be ruled out as a contributing factor, as it is not known if the customer is adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. An instrument related issue is the most likely contributing factor. Service actions were completed to replace the reflectometer housing and optics. Following these actions, acceptable instrument performance was obtained. In addition, multiple assays were impacted, indicating an instrument related issue.

Event description:
The customer observed higher than expected crea results obtained from a patient sample processed using a vitros 5600 chemistry system. Patient sample crea results 4.5 and 2.2 mg/dl versus the expected crea result between 0.0-0.99 mg/dl. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected results for the patient sample were reported outside of the laboratory and the patient was sent to an emergency room for a redraw. There was no change in treatment based upon the reported results. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number 1910911/ivd 406561.